Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device rebooting by itself unexpectedly was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then observed through functional and performance testing. Ventec attempted to further evaluated the removed control board, however, its secure digital (sd) card was observed to be missing. As a result, further analysis could not be performed. With the information available, ventec has determined that the cause of the reported issue was the control board.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the device rebooted unexpectedly. There was no patient involvement associated with the reported event.